Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk message. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) advised that the customer replace the flow sensor assembly and provided the part information and pricing. The customer stated that they would order the replacement flow sensor assembly and repair the unit. In a good faith effort (gfe) response from the customer received on 25sep2023, it was confirmed that the flow sensor assembly had been ordered, but it is currently on backorder. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.